Manufacturer narrative:
Result: the benchmark delivery catheter (benchmark dc) was fractured approximately 41.0 cm from the hub. Conclusion: evaluation of the returned device confirmed that it was fractured in the proximal shaft. The root cause of this complaint could not be determined. The benchmark select catheter mentioned in the complaint was not returned for evaluation. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure using a benchmark delivery catheter (benchmark dc), while the physician was advancing the benchmark select catheter (benchmark sc) through the benchmark dc, the benchmark dc fractured in half approximately one-third of the way from the hub and was not used in the procedure. The procedure continued using a new benchmark dc and the same benchmark sc.